Event description:
No sex drive, trouble going to bathroom. Back hurts with bolts, still hurts without bolts not as bad, but still real bad, can't work on cars and around house like he used to, not in good mood most of the time. Has needed steroid shot.